Manufacturer narrative:
Device information is unknown. Investigation is ongoing.

Event description:
As reported from the field clinical specialist (fcs), approximately 3 years post tavr with a 23 sapien 3, the patient had an echo done that shows ava 0.94/mpg 39.95/vmax 4.19. Upon follow up, the patient has a plan for viv for aortic stenosis. A medical record review confirmed aortic stenosis of the bioprosthetic valve requiring a viv (planned for (B)(6) 2025). The ava (by vti) was noted at 0.96 cm2, aov peak vel of 4.2 m/s, peak/mean gradients were 71 & 40 mmhg respectively and evidence of pvl ' severity unknown. The patient endorsed dyspnea on exertion.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was confirmed based on provided medical records. Available information suggests patient factors (hyperlipidemia) likely contributed to the event as patient medical history of hyperlipidemia was reported in the medical record. Additionally, per medical record, ava measurement was 0.96 cm2. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.